Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 40 mg/dl. The customer reverted to an alternate method of insulin therapy. No additional information was provided regarding the low treatment.